Manufacturer narrative:
Siemens filed the initial MDR on 13-july-2018. Additional information (10-september-2018): siemens further investigated the event and observed an additional discordant falsely depressed alpha-fetoprotein (afp) patient result obtained on the advia centaur xpt instrument. It was determined that the result(s) of 0.0 (discordant) for sample ID#: (B)(4) were not reported to the physician(s). The customer performed repeat testing on two alternate advia centaur xpt instruments and the correct result, giving the clinical status of the patient, was identified with values of 20 - 30 ng/ml. The siemens customer service engineer has replaced the sample syringe, performed a realignment of the reagent (r1) probe, cleaned the ionizer, and completed an inspection of the sample probe alignments and sample tubing. Additional afp testing was performed, but it was decide by the customer to move afp testing to their alternate instrument. The siemens headquarter support center (hsc) specialists investigated the event and informed that there are no trending issues with the afp assay. Additional recommendations, to further inspect the instrument and examine the issue, were delivered to the rsc specialist. The specialist informed that the customer does not have any further issue(s), and no further action is necessary. The cause for discordant falsely depressed alpha-fetoprotein (afp) patient results to display 0.0 ng/ml is unknown. No further evaluation of the device is required. Conclusions code was updated. The following mdrs are filed for the same event: 2432235-2018-00300, 2432235-2018-00301.

Manufacturer narrative:
(B)(6) contacted siemens customer care center (ccc) on behalf of the customer, (B)(6) hospital. The ccc specialist was informed that the advia centaur xpt has randomly produced quality control (qc) and patient result(s) that are <0.00 ng/ml and flagged with a less than concentration range (< conc. Range) for the alpha-fetoprotein (afp) assay. Siemens is investigating. This event is associated with the following mdrs: 2432235-2018-00300, 2432235-2018-00301.

Event description:
Discordant falsely depressed alpha-fetoprotein (afp) patient result(s) were obtained on an advia centaur xpt instrument. The initial result(s) were reported and questioned by the physician. The customer used the same sample and instrument to perform repeat testing. The repeated result(s) were higher and reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the afp discordant patient result(s).